Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who reported that the patient experienced a change in therapy effect. Specifically the pump had been turned off in (B)(6) 2015 because the healthcare provider (hcp) thought that there was an overdose situation; however, it turned out to not be an overdose situation and in fact the patient had experienced electrical activity seizures in the frontal lobe. The patient had memory issues because of the seizures and had a hard time recalling things. Also in (B)(6) 2015, it was determined that the patient had sensitivity to the medication that can cause seizures. The patient was told that the pump was turned off while the possible overdose was being explored. Because of the patient's sensitivity to the medication and the pump being turned off, the patient experienced withdrawal. The patient wanted the pump turned back on so she was able to take her medication like she used to; the pump contained medication for 10 years and the patient wanted the pump to manage the pain as it had done before. The patient had seen a neurologist on (B)(6) 2015 and was referred to another hcp regarding oral and pump medications. The patient also had severe arachnoiditis (diagnosed in 2004), ruptured cervical discs (radiculopathy) (diagnosis date unknown), fibromyalgia (diagnosed in 1980s, and the outcome of these issues were pain in the patient's legs, back, neck, an arms. Additionally, the patient experienced chronic migraines (diagnosed 1977). The patient had gone on permanent disability from being a therapist and working with patients and had fallen on the job in 2007. The patient's pump alarm (dual alarm) had been occurring since it was turned off in (B)(6) 2015. The patient was currently seeing a different physician because her physician decided to no longer see the patient (unspecified reason). The patient had an appointment scheduled on (B)(6) 2015 with the new managing clinic. Additional information indicated that an MRI (magnetic resonance image) with and without contrast was scheduled for (B)(6) 2015. The MRI was to check the pre-existing arachnoiditis. The patient believed that the pump was turned down to a non-therapeutic dose. The pump was still alarming and as of the date of this report it had not been checked. The patient did not go to the appointment that was scheduled for (B)(6) 2015 due to issues with the physician. The patient was resuming care with her first pain management physician and had an appointment scheduled for (B)(6) 2015. The patient wanted to have the pain pump and not deal with oral pain medications. She reported that she would feel safer with the medications in the pump since it was new and then have seizure medicine and something when she has bad sciatica spasms. She was terrified of having an issue and seizing and being unresponsive. It was further reported that she had done her psychologist appointment and all follow-up appointments had been made. MRI guidelines were requested by MRI tech on 2015-10-28.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (concentration 200mcg/ml; dose 84mcg/day), morphine (concentration 50mg/ml; dose 21mg/day), and bupivacaine (concentration 5mg/ml; dose 2.1mg/day) via an implantable infusion pump. Patient history included non-malignant pain. On (B)(6) 2015 the patient was admitted to the emergency room (ER) unresponsive and in drug overdose. It was unknown what led to the event and the hcp stated "other unknown mess were ingested." The family and ER staff stated that the patient ingested something. The pump logs were read and no issues were found. The pump was not suspected to be an issue. The last pump refill was the beginning of (B)(6) 2015. The pump was stopped per the ER physician's orders. No surgical intervention was taken or planned. The issue was not resolved as of the time of the report. Patient status at the time of the report was alive with no injury. Additional information was received from a company representative indicating the type of baclofen was unknown, compounded. It was unknown if the patient's issue had been resolved since the time of the report.